Event description:
The physician reported that a reply dr did not pace and couldn't be interrogated after cardioversion for af, although leads have been placed appropriately. The device has been replaced without delay because the patient was dependent.